Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of 'error codes messages' could not be confirmed through laboratory testing, log review, and/or inspection. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All inspected parts were manufactured by bd. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. A review of the logs was conducted, and on the date mentioned by the facility, no errors, malfunctions, alarms, and/or programming events were recorded. However, it was observed in the logs that system error code '133.6080' occurred a few days prior to the reported event (6 days earlier). The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.